Event description:
Paramedics attended to a pt in full cardiac arrest. The pt's ECG was monitored and an asystolic rhythm was observed. Defibrillation therapy was administered twice however the pt was not converted. Resuscitation attempts were continued approx. 20 minutes, however, the pt did not respond. At this point one of the paramedics left the scene to obtain authority to end the code while the other attempted to administer further defibrillation therapy. The unit would not reach charge on several attempts. The first paramedic then returned to the scene with permission to end the code and no further therapy was given. The reporter indicated the device did not likely cause or contribute to the death of the pt. The opinion was based on the lack of pt viability.